Event description:
Event detail: it was reported that the inner packaging was not sealed on the outer edge. The implant was not used. The surgery was completed with another implant.

Manufacturer narrative:
A correction and removal action and been initiated. Zimmer, inc. Is performing a removal of the balance of unused implants, per the lot scope contained in the candr report. Zimmer tmt will develop and test modification to the implant packaging . This modification will decrease the likelihood of a breach in the sterile barrier.